Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure to treat the internal carotid artery, the retrieval catheter of an emboshield nav6 embolic protective system (eps) could not be advanced through the guiding catheter to retrieve the filter. Resistance was felt when attempting to push the retrieval catheter through the guiding catheter. The retrieval catheter was removed with resistance from the guiding catheter. Ultimately, the guiding catheter was used to retrieve the filter and the procedure was completed. There were no patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported difficulty was not able to be confirmed due to the condition of the returned product. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed and analysis of the returned device, a conclusive cause for the reported difficulties could not be determined. It may be possible that anatomical conditions contributed to the difficulties; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.